Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available as the reporter declined to provide additional information.

Manufacturer narrative:
On an unreported date, the patient was fully recovered from the event peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.